Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The values were cleared and normal device function resumed. The patient would continue to be monitored.